Event description:
It was reported that the colonovideoscope had no image display during setup. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the no image found due to electrical contact of video connector was shaved. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.